Event description:
During a laparoscopic tubal ligation the seal of trocar came off and fell into the abdomen of the patient during the insertion of filschie clips for tubal ligation. There was no patient consequence. One device returning.